Event description:
Customer reported a pump with a shattered and unresponsive touchscreen. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer chose manual daily injections as a backup therapy. Instructions were given to put the pump into storage mode before returning it using a pre-paid label within ten days, which the customer understood and acknowledged.